Manufacturer narrative:
A specific root cause could not be identified. Additional information for further investigation was requested but was not provided. A pre-analytical issue was possible as the centrifugation time was too short and, depending on the rotor size, the centrifugation speed might have been too high. As the difference between the two results was very small, an electromagnetic influence (emi) could not be completely excluded. The provided calibration, qc, alarm, and analyzer performance data did not indicate any issue.

Manufacturer narrative:
(B)(4).

Event description:
The customer received a questionable elecsys troponin I stat immunoassay result for one patient sample. The initial result was 0.49 ng/ml and was reported outside the laboratory. The doctor called questioning the result and they repeated the sample from the same primary tube with a result of <0.3 ng/ml with a data flag. They repeated it on the other measuring cell of the same analyzer and the result was < 0.3 ng/ml with a data flag. The repeat result was believed to be correct. The patient was not treated based on the erroneous result. The reagent lot number was 15977800 with an expiration date of 08/31/2017. The field service representative was unable to determine a cause. He inspected the system mechanics and fluidics and found no defects. He ran performance testing and all test results were within specifications.

Manufacturer narrative:
Upon follow up with the customer, information was provided that the patient had been admitted to the hospital for observation, but received no additional treatment.